Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. The 23mm sapien 3 ultra valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A CT and fluoroscopic imagery was provided and revealed calcification on the base of the native annulus and the nose cone of the delivery system could be seen at the base of the native annulus potentially interacting with pre-existing calcification. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The s3 ultra, commander IFU and s3 ultra with commander delivery system and esheath procedural manual was reviewed for guidance. The procedural manual provides guidance on crossing the native valve. Ensure the flex catheter tip is flush with the thv for support during crossing, do not force the thv, use wire tension and distal flex proactively to help cross the first time, use short movements to prevent 'jumping' of the thv into the ventricle, use rao or ap projection to ensure wire position is maintained in the ventricle, potential challenges - unable to track arch, unable to cross valve, initial technique: proactive wire tension and distal flex, and stiffer wires may bias to outer curvature but provide more pushability. Pushability is improved with less flexing and reducing flex and managing wire may also help with crossing. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be always incorporated in the curved section of the wire. Factors that can make it difficult to cross are heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked and inadequate bav. Techniques to help with crossing are making sure the wire is correctly extended at the apex, pull tension on the wire or reposition, add or remove some flex, pull the system back and re-advance, exchange for stiffer wire and buddy balloon. Adding some distal flex may help in crossing the native valve and when thv is crimped for retrograde approach, adding small amount of fluid to the delivery system inflates the distal balloon and may help facilitate crossing. Be careful at this step to not inflate too much that it inflates the valve. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for navigate and position catheter to target location and difficult or inability to cross native annulus and/or bio prothesis was confirmed based off of returned imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'it was experienced difficulty in attempting to cross the aortic valve. Attempting to cross native valve was stopped to assess patient's hemodynamic. As per medical opinion, the failure could be due to safari on valve commissure'. The procedural training manual warns that "heavy calcification' and 'wire bias into commissure' are both 'factors that can make it difficult to cross.' Incorrect guidewire positioning can present a challenging angle or pathway for crossing the native valve. Additionally, per returned imagery provided, calcification was present at the base of the patient's native aortic valve. As described in case notes provided, 'moderate nodule of calcification at the basal annulus ring, near the ncc insertion point'. The presence of calcification can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. In this case, available information suggests patient factors (calcification) and/or procedural factors (guidewire manipulation) may have contributed to the reported event. However, a conclusive root cause was unable to be determined. No labeling/IFU inadequacies were identified. A complaint history for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, neither corrective and preventative actions nor a pra are required at this time.

Manufacturer narrative:
The investigation is ongoing. Device not being returned.

Event description:
As reported by out (B)(6) affiliate, during implant of a 23 mm sapien 3 ultra valve in the aortic position by transfemoral approach, difficulty was experienced in an attempt to cross the native valve. The patient's hemodynamic was assessed and there was no arterial pressure and CPR was initiated. An annular rupture ws noted, and pericardial drain was placed. The patient experienced a cardiac arrest. The patient expired. Due to the patient's frailty, there was no option to perform and open procedure to repair the rupture. Of note, no difficulty in advancing the valve and no extra tension on flex tracking was noted. As per medical opinion, the failure could be due to safari wire stuck on the valve commissure. The patient's annulus area measured 392 mm2, with moderate nodule of calcification at the base of the annulus ring. In addition, the stj was significantly calcified, and the abdominal aorta was severely calcified.